Manufacturer narrative:
The analysis showed that the tsb35 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received unfired, in addition three more cartridges were received inside the bag, cartridges b and c were received unfired, however, cartridge d was received partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be complete. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the firing trigger post were found broken. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device would not fire. The customer tried to reload the device three times and still they could not fire the device. They opened another like device to complete the case with no pt consequence. The device will be returned for analysis.